Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted on (B)(6) 2017 due to hydrocephalus. During a routine examination, it was determined the patient¿s ventricle was enlarged and it was advised to adjust the pressure setting of the device. The patient was currently in the hospital.

Manufacturer narrative:
Patient weight provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received the cause of the enlarged ventricle was not determined, but there was no malfunction of the device. The clinician decided not to adjust the pressure given the patient¿s condition. It was stated the patient was in good condition.